Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at the time of the event. The indication for use was intractable spasticity and stroke. The patient had the pump removed 2 or 3 yrs. Ago. They were going to have the battery changed but when they went in they realized it was infected so they just removed it